Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the high frequency noise was generated from the electrosurgical unit because a non-olympus electrosurgical unit was used, and no signal from sdi1 port likely occurred due to the defective qb (circuit) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information has been received from the customer. There is also additional information of the device evaluation. Correction will be made to product return date. This supplemental report is being submitted to provide this information. Please see the updates in sections: b7, d8, d9, d10, e1, e2, e3, g2, g3, g6, h2, and h10. No details of the patient are available. At the beginning of the procedure, the nurse connected the device for testing. There was no blinking and all the devices were ready for use. During the middle of the procedure when a tumor was detected, the doctor used an eletrosurgicial device (erbe) and caused the screen to blink and sometimes image being unavailable. After stopping the eletrosurgicial device, the image returned to normal. There was a little delay in the procedure since using electric surgery could not be done normally, it being dangerous to the patient if it is too active. The patient did not need to be given additional anesthesia. The doctor completed the procedure successfully without the patient having any injuries. The procedure was therapeutic colonoscopy with automated target centralization (atc). The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. Since the event, several checks have been made by the facility to determine the issue. It was found that the cause is the load of the room power was insufficient, therefore causing a power surge when using an electro surgical. In device evaluation, additional defects of screw and ports of the serial digital interface (sdi) 1 were loose. Customer's reported fault (image flickering and signal lose intermittently during usage of erbe electro surgical unit) was not found.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the the serial digital interface (sdi) 1 port was not functional. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure, upon finding a polyp the non-olympus electrosurgical unit was activated. The device image was then blinking or intermittent. When the electrosurgical unit was stopped, the image was normal. The serial digital interface (sdi) 1 port was not functional. The procedure was completed with the same device. The device had been inspected before the procedure with no anomalies found. There is no reported harm or adverse impact to the patient.